Event description:
It was reported the system was removed due to pain. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 3093-28, lot# v009140, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead. (B)(4).